Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2006; 200h16 valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed a large decrease in longevity. It was also noted high thresholds were seen on the right ventricular (rv) lead. The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed. A revision of the ipg has been planned.